Event description:
A report was received that the patient¿s battery site developed irritation and eventual abscess. The entire pocket surrounding the stimulator was found to be filled with a gelatinous hypertrophic granulation tissue. It was determined that the patient had infection with an open draining wound. The patient underwent an extensive excisional debridement involving the deep periprosthetic cavity around the ipg as well as closure of the wound and was prescribed intravenous antibiotics and discharged home. The patient, who had an incision and drainage at the battery site, came back with a symptom that the battery site was slightly tender. The placement of the ipg was determined to have a deep scarring and thinning of the skin toward the inferior aspect associated with reactive inflammation and consistent with impending erosion of the implant. The location was also associated with persistent inflammation and a lot of pressure on the implant with sitting, which was also most likely contributing to the thinning of the overlying skin. The patient appeared to have a borderline infection, but was eventually noted to be better. The patient was placed on oral antibiotics and will undergo an ipg revision procedure.

Event description:
A report was received that the patient¿s battery site developed irritation and eventual abscess. The entire pocket surrounding the stimulator was found to be filled with a gelatinous hypertrophic granulation tissue. It was determined that the patient had infection with an open draining wound. The patient underwent an extensive excisional debridement involving the deep periprosthetic cavity around the ipg as well as closure of the wound and was prescribed intravenous antibiotics and discharged home. The patient, who had an incision and drainage at the battery site, came back with a symptom that the battery site was slightly tender. The placement of the ipg was determined to have a deep scarring and thinning of the skin toward the inferior aspect associated with reactive inflammation and consistent with impending erosion of the implant. The location was also associated with persistent inflammation and a lot of pressure on the implant with sitting, which was also most likely contributing to the thinning of the overlying skin. The patient appeared to have a borderline infection, but was eventually noted to be better. The patient was placed on oral antibiotics and will undergo an ipg revision procedure.

Manufacturer narrative:
Date of event: (B)(6) 2014. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg site was relocated. The patient was reportedly doing well postoperatively.